Event description:
I had the infuse implanted during my spinal surgery. This caused me many serious problems- including pain, mental anguish, the need for a revision surgery, as well as physical limitations. The first surgery on (B)(6) 2009 fusion. I woke up (B)(6) 2009 on saturday in the worst pain. Called primary doctor, I had a large lump left side. Dr. Said go to the emergency room now it was biggest blood clot I had ever seen. A dr. Came in my room and said I was going in for emergency surgery. I didn¿t know until the next day it was surgery. First had failed and had put metal in my back. The (B)(6) 2012 main thing I didn¿t want as stated to dr. (B)(6).